Manufacturer narrative:
Unit received with blank display due to battery tube connector not plugged in properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had been damaged. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.